Manufacturer narrative:
Additional product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis

Event description:
It was reported that on (B)(6) 2018, during an unknown orthopedic procedure, the tip of the reamer/irrigator/aspirator (ria) shaft broke off when utilizing reaming technique in the patient. There was one small piece of metal debris from the shaft that was left in the patient. The ria shaft was removed from the procedure, and another one from a different set was used to continue the procedure. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This complaint involves one (1) device. This report is 1 of 1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 314.743, lot: h154619. Supplier: (B)(4) , release to warehouse date: mar27, 2017. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Product investigation was completed. Visual inspection of the returned device performed confirmed the condition of device breakage, which agrees with the reported complaint condition. A portion of the distal cannulated tip has broken off just distal to the helix feature with fragments not returned. Relevant drawings reflecting the current and manufactured to revisions, were reviewed. The 314.743 ria driveshaft l520 is a reusable instrument which attaches to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The distal tip of the ria driveshaft mates with the reamer head. No product design issues or discrepancies were observed during this investigation. Dimensional inspection was performed. The shaft inside diameter just proximal to the broken distal tip measured ø3.76mm (gp29) which is within specification of ø3.76 ± 0.05mm. The shaft outside diameter just proximal to the broken distal tip measured ø5.20mm which is within specification of ø5.18 ± 0.025mm. A definitive root cause for the shaft breaking could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.